Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate high voltage therapy due to conducted atrial fibrillation. The device was reprogrammed to resolve this event. The patient was stable and there were no adverse consequences.